Manufacturer narrative:
The device history record confirms that the product passed and met all requirements before releasing. Cynosure field service engineer (fse) arrived at the site and inspected the unit. Upon inspection, fse confirmed hole was caused by a fiber burn. This is considered an accidental radiation occurrence (aro) since laser can accidentally fire out of the hole caused by a fiber burn. This event is reportable since a device malfunction occurred and it if were to reoccur, it can cause a serious injury.

Event description:
It was reported that operator smelled something burning and observed a hole on the icon 1540 handpiece hose cord during treatment. No injuries were reported.